Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the order was not coming to the medstation. A technical support specialist (tss) found that the order for vancomycin 1 g intravenous had crossed to the interface as 1.25 mg in the system from rxc.3 and rxc.4. It was then confirmed that, by default, es used rxc.3 and rxc.4 for multi-component orders instead of rxe.3 and rxe.5 for strength and strength units. The issue was identified as a customer active directory (adt) problem. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server incorrect order was sent to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server incorrect order was sent to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.